Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. No timeouts or drive stalls were observed. No damages were observed that would contribute to the reported communication error. Inspection of the patient history buffer indicated that the pod returned egvs (estimated glucose values) of -3 and -4, indicating that the pod scanned for a cgm (continuous glucose monitor) for 20 minutes but never found one. The cause of the reported communication error could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 396 mg/dl. The patient was wearing a pod in manual mode as the pod and continues glucose monitor would not pair after an hour. Once at the hospital the patient had lab work performed. The patient was treated with intravenous fluids. The patient was in the hospital emergency room for 3.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+.